Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the atrial lead exhibited low impedance. Additionally, the atrial lead exhibited noise leading to oversensing and triggering auto mode switch episodes. The lead was capped and replaced on (B)(6) 2021. There were no patient consequences.